Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 16 days of support, the patient passed away from septic shock. The vad coordinator stated that the patient was very sick and is not sure if an autopsy will be done.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The manufacturer was unable to obtain further information on this event. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. In addition, a correlation between the device and the reported septic shock could not be determined. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.